Event description:
It was reported that during the acoma (anterior communicating artery) stent assisted coil embolization procedure, the physician used a microcatheter and guidewire to build access to the parent vessel. The subject stent was delivered to the target location but when deploying it to the middle section, the subject stent did not open. The subject device was removed and replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
D9 product available to stryker- updated d9 returned to manufacturer on- updated h3 device evaluated by mfg ¿updated due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During the visual inspection, the stent was returned in a deployed state and was noted to be deformed. The stent delivery wire (sdw) was noted to be kinked/bent. The stent introducer sheath was not returned for analysis. The functional inspection could not be performed as the stent was returned in a deployed state. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported 'stent failed/unable to open' could not be replicated; however, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported, 'during one acoma stent asisted coil embolization case, the operator used a microcatheter to work with a guidewire to go into parent vessel to build access and the patient's ica was very tortuous. Used a stent to assist and the product was checked properly. Flushed and delivered it to go into microcatheter but the stent was not able to be pushed out from introducing sheath tip. The operator was suggested to cut the tip of sheath but the stent was still not able to be pushed out of introducing sheath. Finally the stent was replaced with another stent. The stent was delivered to the location and when deploying it to middle section the operator found the stent was not expanded. Since the vessel was very thin and the access was very tortuous, the operator had to pull the stent out and used a third stent to go through the same microcatheter to finish the procedure'. Additional information provided by the customer indicated that the device was prepared for use as per the directions for use. There was no damage noted to the packaging prior to opening the packaging. The device was confirmed to be in good condition during preparation/prior to use on the patient. The continuous flush was set up and maintained throughout the clinical procedure. Patient's anatomy was noted to be severely tortuous. The device was returned for analysis, and it was noted that the stent was returned in a deployed state. However, the additional information indicated the stent did not deploy during the procedure and it occurred outside patient's anatomy. The sdw was noted to be kinked/bent. The stent introducer sheath was not returned for analyses. It is likely that the severely tortuous anatomy of the patient's contributed to the caused increased friction and difficulty during the insertion and expansion of the stent. The reported 'stent failed/unable to open' could not be duplicated; however, the analysis results are consistent with the reported event and will be assigned a probable cause of procedural factors. The analyzed defects 'stent deformed' and 'sdw kinked/bent' will be assigned a probable cause of procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
It was reported that during the acoma (anterior communicating artery) stent assisted coil embolization procedure, the physician used a microcatheter and guidewire to build access to the parent vessel. The subject stent was delivered to the target location but when deploying it to the middle section, the subject stent did not open. The subject device was removed and replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.